Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing during pause episodes. It was reported that the undersensing appears to be due to implant. The icm remains in use. No patient complications have been reported as a result of this event.